Manufacturer narrative:
The device was returned for analysis. The reported stent break was unable to be confirmed. The stent implant was returned stationary on the balloon. The proximal stent struts were bent backwards. There was no other defect noted to the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break as return device analysis was unable to confirm the reported break. It should be noted that stents were bent which may have been identified as a break. Factors that could contribute to stent material deformation (bent stent) include, but are not limited to, interaction with difficult anatomy, interaction with accessory devices and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery. During advancement of the xience alpine stent delivery system to the lesion, the stent and its struts broke. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.